Manufacturer narrative:
This reported is being updated to provide investigation findings and additional information provided by the customer. Physical evaluation of the complaint device reveals: the user's report is confirmed. Error code b30 displays due to faulty cable unit. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. The instructions for use (IFU) shipped with the device provides the user the following information related to the reported event: do not strike the camera head. The camera head may be damaged. Do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable, which could damage the camera cable. Conclusion: the definitive cause of the user's experience could not be established. Based on the information available, it is presumed that the image did not appear and scope communication err b30 occurred because unexpected stress was applied to this product due to user handling and the ccd unit or the cable unit failed.

Manufacturer narrative:
The device referenced in this report has not yet been evaluated by olympus. The definitive cause of the customer's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported a hd autoclavable camera head displayed the b30 -scope communication error-code. There was no patient impact related to this occurrence.